Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A review of the instrument logs indicated that the discordant result was flagged with a high "a" error. The dimension® xpand®/xpand® plus clinical chemistry systems operator's guide instructs to: "manually dilute the sample (refer to the method's IFU for the recommended diluent) and rerun the test. Make the smallest dilution possible to bring the result down into the assay range. Enter the dilution factor as a whole number on the enter sample data screen and the instrument will multiply the result by this factor for you." No issues were seen on other patient samples or quality controls. The cause of the discordant, (B)(6) hcg result is unknown. The cause of the operator reporting a flagged result is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension xpand plus with hm instrument. The discordant result was reported to the physician(s). The patient was hospitalized a few days later for a ruptured tubal pregnancy. Repeat testing was not performed.